Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported infection, the patient had strong pain starting 2 days after placement although being under antibiotics treatment. The doctor decided to change the antibiotics treatment but nothing changed, implant removed. Tooth location 14. Bone type iii.